Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd luer-lok¿ syringe sterile, single use appeared to have an oily substance on the top of the barrel. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: DHR review for batch 6208649 (p/n 309604): manufacturing dates: 8/24/2016 ¿ 08/25/2016. Batch quantity was 420,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight tests were performed with acceptable results. Batch 6208649 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: eight empty open 10ml packages and one loose 10ml assembled syringe was received by bd (B)(4) and confirmed to be from batch #6208649 (p/n 309604). The sample was visually evaluated. The syringe was found to have pooling of silicone in the interior of the barrel above the stopper. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. Conclusion: based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. An absolute root cause for this incident cannot be determined.